Event description:
During an atrial fibrillation procedure using a non-abbott system (rhythmia pfa), air was aspirated. The sheath was replaced, and the issue was resolved. The procedure was completed with no adverse consequences to the patient. No damage was observed on the external packaging or the sheath body. The replacement sheath was inserted through the same access site. No air movement into the patient was noted. The hospital discarded the reported sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.